Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery life diminished and rejected new batteries. The customer stated that the insulin pump rewind takes longer and pump grinds during rewind and prime. Customer stated that insulin pump had unexplained no delivery alarms, wear on battery cap indentation and buttons sticking harder to press. No harm requiring medical intervention was reported. The device will not be returned for analysis.